Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose went from 148mg/dl to 348mg/dl and then decided he would take more insulin on his pump. Customer took insulin and blood glucose value had risen to 430mg/dl. Customer declined to troubleshoot for high blood glucose value. Insulin pump will not be returned for analysis.